Manufacturer narrative:
Per the clinic, the patient underwent abscess drainage under local anesthesia (specific date not reported) and was treated with oral and topical antibiotics (specific date and duration not reported). It was reported that the patient has a history of diabetes and severe eczema. A swab test was conducted on (B)(6) 2025; however, the results are currently unavailable.

Event description:
Per the clinic, the patient experienced a recurrent infection at the implant site. It was reported that biofilm was observed. Subsequently, the device was explanted on (B)(6) 2025, in order to clean the biofilm and remove the infectious tissue. Re-implantation is planned but had not taken place at the time of this report.